Event description:
A report was rec'd that, following an infusion, a clinician was removing the device from use with a patient. During removal of the device, the clinician attempted to activate the safety mechanism by pulling back on the arm; the arm and needle were overextended past the safety position. As a result, the needle remained exposed. No needlestick took place. There was no patient or clinician injury.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.